Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the power on reset (por) error code came on when he tried to charge the battery, the only thing different was that we had just returned from disneyland. The patient reported that he was getting wanded every time they entered the park. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported an information power on reset (por) error code. The therapy had stopped due to por. The patient reported that he was connecting to charge his ins when the por was seen. The por was not related to an overdischarge event. There were no falls or traumas that could be related to the issue. It was noted that electromagnetic interference (emi) could be related. The patient reported that he went to the supermarket on the day of the report and walked through the electronics area. The patient also reported that he went to disney land about a month ago. The patient was assisted in clearing the por and turned the therapy back on. The therapy was adequate. No further complications were reported.